Manufacturer narrative:
(B)(4) initial report additional information including post primary and pre revision x-rays, operative notes (primary and revision), patient activity level and medical history, whether the patient followed correct post-op protocol, whether the patient experienced any slips / falls or other trauma post primary surgery, whether there were any signs of implant impingement, can the devices be returned for examination, whether any photos taken of the explanted devices and an update on the patient post revision has been requested in order to progress with the investigation of this event, and if receieved, will be provided in a supplemental report upon completion of the investigation. The appropriate device details have been provided and the relevant device manufacturing records will be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Trinity dual mobility revision of the cocr liner, ecima insert and modular head after approximately 2 years and 11 months due to metallosis.

Event description:
Trinity dual mobility revision of the cocr liner, ecima insert and modular head after approximately 2 years and 11 months due to metallosis.

Manufacturer narrative:
Per (B)(4) final report. Additional information including post primary and pre revision x-rays, operative notes (primary and revision), patient activity level and medical history, whether the patient followed correct post-op protocol, whether the patient experienced any slips / falls or other trauma post primary surgery, whether there were any signs of implant impingement, can the devices be returned for examination, whether any photos taken of the explanted devices and an update on the patient post revision was requested in order to progress with the investigation of this event, however, this information was not provided and thus the scope of the investigation was limited. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. All finished parts associated with these reports conformed to material and dimensional specification at the time of manufacture. Based on the available information, no further investigation can be conducted and the root cause of the reported metallosis could not be determined, therefore, this case is now considered closed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.